Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported "the slide lock tenaculum forceps broke during laparoscopic surgery. Not sure if dr was able to retrieve all the pieces. There were 2 small pieces in the pelvic cavity". On (B)(6) 2013, customer has not responded to 5 requests for info, however, they have notified company they will be filing a medwatch.